Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive buttons due to flattened (creased) act button dome switch. No unlocked j2/lcd keypad connector noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had keypad anomaly and stated that the act button had been acting up. Customer stated that they had to play with the button to make it work. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.